Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received with medical records attached. Medical records state: on (B)(6) 2009, patient underwent iliotibial band resection. Partial anterior avulsion of the anterior parts of the hip abductor muscles as well as extensive metallosis around the greater trochanter was noted and direct repair of the abductor muscles and debridement of the metallosis tissue was performed. Then, after initially uncomplicated postoperative course, the patient developed clear signs of infection of his right hip. For this reason he underwent a deep irrigation and debridement with liner and femoral head exchange on (B)(6) 2009.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection. Metal wear, metallosis, and elevated metal ions. The patient harm was updated and added surgeon, lawyer and patient state of residence. Corrected dor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2012 - litigation papers received, no new information provided that would change the investigational results. The devices associated with this report were not returned. A complaint database search finds no other related reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.